Event description:
User alleges one event of receiving a contaminated needle stick. They reported that when they went to engage the needle into the protection it would not engage. No treatment.

Manufacturer narrative:
Results evaluation codes: the user facility did not save any of the samples or record the lot number of the unit involved with this event. The investigation is limited to a review for the same type of event of not being able to engage the needle into the needle protection due to a manufacturing fault. A search of the complaints database show no similar reports on the catalog number and no similar reports on the needle protection component. Without the actual sample we are unable to determine te cause of this event. Due to no similar report we feel this was an isolated event.